Event description:
It was reported that bd insyte autoguard catheter has a hole. The following information was provided by the initial reporter: issue: tech and I were placing an IV in her r hand with 24 g piv lot # 4239970. After IV was placed, blood and saline were leaking from site. Due to leaking, IV was pulled with direct pressure applied to wound via band aid and cotton ball. Pt had to have another poke to have IV placed. Upon inspection after removal from pt, a shear was found near hub of IV. Background: event date: 02/10/2025. Ih #: 60302361 cath IV insyte autoguard non-b/c ylw 24gax0.75 381412. Mfg #: 381412. Sample available : yes (if sample is available and would like it sent for your evaluation, please reply all, and attach a return shipping label via email). Lot #: 4239970. Assessment: credit requested: no. Po # (B)(4). Account # po purchased on: (B)(4). Was there injury? No, but product failure resulted in the need for increased monitoring and a second needle poke. Name of facility: xxxxxx main contact name and email address: xxxxx in description stated leakage occurred at the site, are they referring to where they observed the "shear" in the catheter near the hub? The site would be where the IV was inserted in the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was returned for investigation. The sample exhibited evidence of use. A breach was identified in the catheter tubing near the nose of the adapter. The characteristics of the breach indicated that the damage likely occurred during manufacturing rather than use. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.